Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported "te deviation. Skin compression and infection from te tab. Upper pole deformation. Infection. Local recurrence". This record is for an unknown side. It is unknown if the device was explanted or if it remains implanted.